Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. After reloading the cartridge, customer received an accurate fill estimate. Customer reported a blood glucose (bg) level of 184 (mg/dl) and delivered a bolus to stabilize bg level. The customer thought that the pump was not delivering insulin. The customer had changed the infusion set tubing and site. Tandem technical support had the customer perform a system check using the current supplies on the pump and the pump was found to be operating as expected.